Event description:
Numerous attempts were made with micropuncture wire to puncture femoral circulation, which were unsuccessful.  On trying to pass the micropuncture wire and retrieving the wire, the distal portion of the wire broke off leading to a retained foreign object in patient's second order profunda branch.  Vessel then accessed via standard seldinger needle over the femoral head and placed a wire and a 7 french sheath with numerous views taken to assess location of fragment.========= health professional's impression ============= wire from micropuncture introducer set broke off inside vessel of patient.   X-ray confirmed wire fragment retained and remains in patient at present.